Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer feedback. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to leakage from the control section. The event can be detected and prevented by following the instructions for use (IFU) sections: ·labeling the event can be detected and prevented in accordance with the following IFU. IFU states that detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
The event occurred during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure. The patient was under mild sedation of dormicum and fentanyl. The procedure was delayed once it starts to blink, few minutes after that the procedure stopped.

Manufacturer narrative:
The device was evaluated and the evaluation found due to damage on switch box, all switches did not work. In addition to reportable finding mentioned in reportable event description, the device evaluation found following findings: leakage test was performed and leakage was detected at control body; engage function of angulation knob was loose; angulation had freeplay and did not reach specified standards; whole scope had fluid invaded; universal cord, suction-connector, the angle wire and electrical-connector were dirty due to water leakage; bending angle in up direction did not meet the standard value due to wear of angle wire; water tightness was lost due to deformation of the control unit; upward/downward angulation control knob (u/d knob) could not be locked securely due to wear of forceps elevator and also the play of upward/downward angulation control knob was out of the standard value due to wear of an angle wire. As per evaluation, parts must be replaced due to annual inspection. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the remote switches of the duodenovideoscope were not working. There were no reports of patient harm associated with the event the device was returned for evaluation. During the device evaluation found the forceps elevator had foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.